Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a right tka using the attune system. A ps size 7 femur was utilized, as well as a size 7 fixed bearing tray. Patient is extremely stiff even with a 5mm ps insert, and femur is flexed about 10 degrees. Tibial tray was removed and it was noted that it was not well fixed, and that there was very little cement on the tray. Der also indicates that the tibial tray was loose at the cement to implant interface. Cement manufacturer is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.